Manufacturer narrative:
Weight, ethnicity, race: unk. (B)(4).

Event description:
The reporter indicated a 13.2mm vticmo13.2 -13.5/3.0/112 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. Reportedly glares/haloes observed. The lens was removed on (B)(6) 2022 which resolved the problem. Cause is due to the device - the patient felt that the postoperative halo was becoming more serious and could not bear it and asked to remove it.